Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Correction/clarification to b5 description of event and h10 related report numbers: it has been identified that the event of right side deflation submitted in the initial medwatch was already reported to the FDA under mrn 9617229-2026-04628. This record was created for a newly implanted device for the same patient, but no reportable events have been reported against it. Therefore, this record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: a3a, b2, b5, d4, d6a, d6b, h4, h6, h10, h11

Event description:
Healthcare professional reported the device being overfilled to 650cc. This record is for the right side. The device remains implanted.